Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device at an off-label location, implanting a damaged stimulator, implanting an expired stimulator, not prepping the skin with an antiseptic solution, not irrigating the incision site, not prepping the skin, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The clinical representative reported the patient engaged in physical activities following the implant procedure and picked/touched the wound, which are contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to non-compliance to IFU (user error - patient).

Event description:
The patient reported incision site discomfort and erosion. There was also pus present in the receiver pocket site. Antibiotics were prescribed to treat a possible infection and an explant procedure was performed on (B)(6) 2021. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device at an off-label location, implanting a damaged stimulator, implanting an expired stimulator, not prepping the skin with an antiseptic solution, not irrigating the incision site, not prepping the skin, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The clinical representative reported the patient engaged in physical activities following the implant procedure and picked/touched the wound, which are contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to non-compliance to IFU (user error - patient).

Event description:
The patient reported incision site discomfort and erosion. There was also pus present in the receiver pocket site. Antibiotics were prescribed to treat a possible infection and an explant procedure was performed on (B)(6) 2021. No further issues have been reported.